Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. One sample was returned for evaluation. Upon visual inspection, there was no damage found to the catheter or catheter hub. During functional testing¿performed by crimping the tubing with a hemostat¿a leak was detected originating from the threads of the male to female luer connection. The complaint is confirmed. The most likely cause of the leakage is an occlusion at the connection between the female luer lock and the catheter tubing. This issue has been escalated to the sustaining engineering team for further investigation into the root cause of this issue. Argon will continue to monitor for similar reports. Additional information provided in h.3., h.6. And h.11.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
PICC found to be leaking at the connection site after being placed in the patient. Unexpected/prolonged care was required. There was no patient injury.